Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 510 mg/dl. The customer had symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing and treated with manual injection. There were no leaks or air bubbles. Auto mode feature was not active at time of high blood glucose event. Customer was alleging possible insulin pump under delivery. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.